Event description:
It was reported that the ilet device was dropped, resulting in a cracked and unresponsive screen consistent with physical damage to the display assembly. Symptoms included an unresponsive user interface with no functional touch input. Outcomes included interruption of normal device operation requiring product return arrangements. Investigation included customer troubleshooting and education regarding the return process. Investigation of this case revealed damage attributable to external mechanical impact causing screen fracture and loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from dropping the device.